Event description:
It was reported that the insulin pump had multiple no delivery alarms when attempting to prime the line. It was noted that the alarm was resolved by a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.